Event description:
The plaintiff's attorney alleged that the pt experienced sudden an arrhythmia and sudden cardiac death. It was reported that these events occurred due to the administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.